Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, device separation occurred. While preparing the 4.00mm x 1.5cm x 14cm small peripheral cutting balloon, it was noted that the device was broken off at the guide wire exit port while removing the balloon protector. After performing air removal from the device, an attempt made to remove the balloon protector failed. The physician's hand which was serving as a support to hold the device, lost its grip and slipped to the exit port causing the device to be separated without resistance. There was no patient interaction with the device.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the midshaft at the exchange port site. An examination of the break site found that the extrusion was stretched. The break is consistent with excessive tensile force having been applied to the shaft. The balloon protector was positioned over the balloon. As a result of a break in the shaft, it was not possible to pull a vacuum on the balloon in order to better facilitate the withdrawal of the balloon from the protector. As a result, it was not possible to remove the balloon from the balloon protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).